Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument was broken and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information from the customer. The harmonic ace instrument was inspected prior to use, and all were normal. The nurse can¿t remember what was being done. The surgeon believed it was a quality problem that caused the instrument to break. The nurse can¿t remember how long the instrument had been in use before the problem occurred. The doctors found nothing unusual during procedure. The nurse said that the instrument did not collide with any other instruments or other hard materials during the surgical procedure. The nurse can¿t remember if the instrument had been removed before the problem occurred. The wrist of harmonic ace is straight. Doctors found the fragment through an endoscope. All fragments were retried and matched. No additional surgery is required to remove the fragment. There weren¿t any post-operative tests like an x-ray or ultrasound performed to check for remaining fragment. Completed with backup da vinci instrument of the same kind. There was not any injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and the associated accessory were returned to isi for evaluation. There were no photos and videos for isi to review. The harmonic ace instrument was received and failure analysis testing was performed. The instrument was found to have the curved blade broken at the base. A piece approximately 0.347" x 0.066" was found to be broken off and the broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h10/h11 for follow-up information.